Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue was found in the air/water channels and there was no image a root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message and no image was fluid invasion of the scope connector. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error: e216. The issue was found during an unspecified procedure and was completed using an olympus back-up device. There were no reports of patient harm.